Manufacturer narrative:
Received one (1) used. List #d1000, tego® connector; lot #unknown. The seal was observed to be torn and collapsed. The reported complaint of dislodged plastic could be confirmed. The returned sample was observed to have a collapsed seal. The probable cause of resistance during hemodialysis disconnection is due to variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a tego connector was ¿initially aspirating well, vacutainer would not lock in place. Tego changed - nil further issues.¿ the issue was noted during use on a patient; someone became aware of the issue when observed by the clinical staff as part of the dialysis procedure. No medication was used with the product. The product was not reprocessed or re-sterilized prior to use. The quantity affected is 1, and the suspect product is available for evaluation and retrieval. The product is contaminated with biohazard or chemotherapeutic agents. The data was communicated to the reporter in person. There was patient involvement and, an unknown delay in therapy, but no adverse events, and no one was harmed in the reported event.